Event description:
Dealer states: device is getting 700 codes or alerts occasionally and that some of the leds are out. Also that the device is slowing down. The joystick is being replaced. No injury.

Manufacturer narrative:
(B)(4) model m91, serial number/date (B)(4) approximately 9 months old. The owner's manual part number 1141450, rev.e (oct-08,) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the initial reporter of the event. No further information has been obtained. The malfunction has not been confirmed.